Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fixed. A new lead was used to complete the procedure. Patient was stable.